Manufacturer narrative:
Analysis cannot be performed. No lenses were returned for evaluation and lot number is unknown. The association between coopervision lenses and the event is unconfirmed.

Event description:
The contact lens worn by the patient induced keratitis. The patient was sleeping in contact lenses routinely. In the absence of medical information, this event is being reported out of abundance of caution.